Event description:
It was reported that a non-sustained ventricular tachycardia (nsvt) event would occur directly after right ventricular automatic threshold (rvat) tests. Technical services (ts) was contacted by the health care professional (hcp) to discuss the possibility of the rvat tests contributing to the development of ventricular tachycardia (vt). Ts believed this could be the case as the nsvt events corresponded to the rvat tests and made troubleshooting recommendations. The device and leads remain in service. No additional adverse patient effects were reported.